Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report of "image discolor." Upon inspection and testing of the returned device, a front panel lighting failure due to system failure was found. This report is submitted due to the front panel lighting failure due to system failure. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the front panel was blinking; the cause was assigned to dust found inside a sensor. Additional evaluation findings are as follows: 1.) Error e300 due to dust inside a sensor; 2.) High intensity mode not functioning intermittently due to faulty hinge; 3.) Dust accumulated inside the unit; 4.) Gasket found broken; 5.) Inside harness poor appearance; 6.) Power switch noisy and dirty; 7.) Paint peeling; 8.) Tank socket rusted; 9.) Exterior damage - minor hit marks on front panel, minor deformation on top cover, minor corrosion on rear panel, scratch on top cover, minor corrosion on chassis the investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device worked normally after dust inside the unit was cleaned. According to the instruction manual, if the display on the operation panel blinked, it means that this product is malfunctioning. Thus, it was determined that this was a defect caused by dust. Additionally, the gasket was broken and needed to be replaced. This product has been installed over 6 years. It was surmised that the gasket was worn out due to stress applied to the unit and caused by long-term usage. Olympus will continue to monitor field performance for this device.